Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads always come off/slip off from the hand piece - oral-b [device breakage] case narrative: male consumer via e-mail stated that the oral-b toothbrush heads came off of the oral-b toothbrush when he brushed his teeth. No injury was reported.